Manufacturer narrative:
Conversation with the nurse indicated the following, "[the] surgeon indicated that there were no issues with the prosthesis," but instead intervention was due to "pvl [paravalvular leak] due to prior endocarditis, native annular dehiscence." Review of the available information was performed by the medical director. Based on the information received from the nurse, there is no allegation of deficiency with the on-x valve and that reoperation was due to past medical history affecting viability of native tissue. Therefore, this complaint will be voided. No further action required.

Manufacturer narrative:
<P class="">this investigation is currently ongoing; any additional information will be provided in the follow-up report.

Event description:
Implant registration card (irc) received indicates (B)(6) year old male patient implanted with onxace-21 (sn (B)(4)) on (B)(6) 2016 and required intervention/explant on (B)(6) 2017 and replacement via another onxace-21.